Event description:
It was reported that the patient presented remotely. Review of transmission noted that implantable cardioverter defibrillator was found in backup mode and high voltage therapy was not available. Programming changes were performed. The patient was in stable condition.